Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer.

Event description:
It is reported that the patient is being considered for a hip revision due to an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.